Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. Review of the event history log (ehl) confirms the reported problem occurrence. No discrepancies related to the complaint were found during visual inspection. Customer reported problem with primary audible alarm was verified in the history log but could not duplicate the issue. The probable cause for the issue is the speaker have intermittent connect issue with interconnect printed circuit board (pcb). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm background test at 21:22:51 and watchdog errors during infusion. There was patient involvement, no injury was reported.